Manufacturer narrative:
The device was returned for analysis on 5/15/2015. No additional information could be obtained. Complaint conclusion: the orbit galaxy coil (640cf0306/(B)(4)) stretched during a coil embolizaton procedure. The procedure was successfully completed. There were no potential adverse events. A part of the non-sterile orbit galaxy complex fill coil 3x6 was received coiled inside of a plastic bag. The hypo-tube was inspected and no damages were noted on it. The introducer was found totally unzipped and no damages were noted on it. The support coil, gripper and the embolic coil were found outside of the introducer. The gripper and the embolic coil were inspected under microscope. Residues of dry blood could be observed on the gripper, the embolic col was found stretched/kinked and the suture of it was found broken. The edges of the broken section show evidence that appear that it was elongated before it was broken. A review of the manufacturing documentation associated with this lot 16035249 presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed through product analysis. The cause of the stretched/kinked broken condition on the embolic coil was apparently caused by applying excessive force on the device, but it could not be conclusively determined. However this defect could not be related to the manufacturing process, and procedural factors appear to have contributed to this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure leaving from the manufacturing facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Information regarding patient age, gender, weight, and concomitant medications and devices are not available. Additional information will be submitted within 30 days of receipt.

Event description:
The orbit galaxy coil (640cf0306/16035249) stretched during a coil embolizaton procedure. The procedure was successfully completed. There were no potential adverse events.